Event description:
A customer called to report "higher than normal bg levels and suspected a pod issue." Her bg level read "high" (>500 mg/dl) and she stated the "cannula appeared slightly bent/kinked." No bg/insulin history was provided. The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bg level. A bent/kinked cannula would likely impede insulin delivery and may lead to hyperglycemia. Because the pod was not returned no eval was performed and we, therefore, cannot confirm this conclusion. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically, if the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advised that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin. Product lot qualification records were reviewed and found to have met all acceptance criteria.